Event description:
A customer reported that an ophthalmic console exhibited unstable chamber issue without the system message. The details of the procedure and patient impact have not been reported. Additional information received that unstable anterior chamber observed on the console during the vitrectomy and cataract surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).